Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Visual analysis: device photograph(s) for the device related to the reported event of anxiety-product/procedure, capsular contracture and deflation was reviewed on 28-july-2020. Visual analysis of the photographs identified. Device patch with lot (or catalog) number (corresponds to a saline device). White and brown particle material on the shell it is not possible to determine if the devices are deflated by the quality of the photos. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: removed textured saline implants from a patient who wanted new implants, capsular contracture and rupture.

Event description:
Healthcare professional reported left side "textured implants, capsular contracture" baker grade unknown and "rupture". Device has been explanted.